Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "leaked, flipped, and folded in half". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve, the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Patient reported a right side "leaked, flipped, and folded in half". Device was explanted.